Event description:
Customer reported that their insulin pump was dropped. Customer states that the insulin pump is cracked. The blood glucose reading is 5.8 mmol/l.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. No missing segment anomaly could be verified due to the physical damage to the display glass. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.